Event description:
Effusion left knee (joint effusion). Left knee swelling (joint swelling). Case description: spontaneous report received on (B) (6) 2008 from a (B) (6) male pt, (B) (6) who experienced left knee swelling and left knee effusion after receiving synvisc treatment. The pt's medical history included osteoarthritis of both knees, previous synvisc injections in 2004, 2005 and 2006 with benefit and previous treatment with euflexxa which "he felt did not work any better than water". This year, the pt asked his physician to use synvisc again. The pt received the first injection of synvisc into both knees on (B) (6) 2008 administered via intra-articular route at a dose of 2ml, 1x. The pt reported that the left knee swelled later that day and by the next day, (B) (6) 2008, "the physician had to remove the excess fluid from around the left knee". The left knee swelled again, and this fluid was removed on an unspecified date (between (B) (6) 2008 and (B) (6) 2008). There were no issues with the right knee. The pt was scheduled to go for his second set of injections on (B) (6) 2008. As of the date of receipt of this report, the pt outcome was unk. Qa results received (B) (6) 2008: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Add'l info was received from a physician on 19-feb-2008. The medical history was updated to include previous treatment with nsaids, synvisc and euflexxa, severe osteoarthritis, prior effusion, joint narrowing and osteophytes. The dates of the synvisc injections were (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. He confirmed that the symptoms were reported in the left knee. The physician reported that the events of left knee swelling and left knee effusion began on (B) (6) 2008. Aspirations of the left knee effusion were performed on (B) (6) 2008 (60 ml) and (B) (6) 2008 (90 ml). The pt was also given an injection of depo-medrol on (B) (6) 2008. The events resolved on (B) (6) 2008. The physician assessed the relationship of left knee swelling as possibly related to synvisc and the event of left knee effusion as probably related to synvisc. He reported that laboratory analysis showed inflammation (unspecified). The lot # was reported as w0718. On (B) (6) 2008, a new qa report was received because the lot was reported. Qa results. The production and qc documentation for lot# w0718 was reviewed. The investigation showed that the product met specs. No associated non-conformance were noted.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Add'l qa results received 20-feb-2008, after lot # was received. The production and qc documentation for lot # w0718 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.